Event description:
The customer reported that the insulin pump alarmed motor error twice. The caller stated, he inserted a new battery and the insulin pump started counting, but then the device went blank. The customer's blood glucose was 301mg/dl. Troubleshooting was performed. Attempted to check the alarm history for alarms, but the insulin pump was not able to turn on. Advised the customer that the insulin pump will be replaced and revert to back up plan. During the call, the customer stated that he was hospitalized due to diabetes ketoacidosis and he is waiting for the doctor at the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.